Manufacturer narrative:
The resuscitator had no pressure registering on the manometer while squeezing the resuscitation bag. This was an interruption in resuscitation efforts. The clinician was unable to provide ventilation to the patient and had to get a replacement resuscitation bag. Summary: returned product was tested and found to be in conformance. Customer was notified of performance and a video of the testing was shared. Ra: no risk associated with conforming product.

Event description:
Bags aren't holding pressure.

Manufacturer narrative:
The resuscitator had no pressure registering on the manometer while squeezing the resuscitation bag. This was an interruption in resuscitation efforts. The clinician was unable to provide ventilation to the patient and had to get a replacement resuscitation bag.

Event description:
Bags aren't holding pressure.